Event description:
It was reported that the customer had been having high blood glucose levels. Customer's blood glucose level went up to 500 mg/dl after going on the treadmill and giving himself insulin. Customer stated that his doctor had him change the complete set. Customer stated that he had a low blood glucose level of 44 mg/dl. Customer treated with orange juice. Customer went back to bed and when he woke up, his blood glucose level was 225 mg/dl in the morning. Customer took insulin at breakfast and his blood glucose level was over 300 mg/dl. Customer opened a new vial of insulin yesterday and took a 8 unit injection per doctor's orders. Customer then changed the complete site. Customer stated that it took all day to get his sugars down. Customer went down only 20 points over the next 2.5 hours. Customer declined troubleshooting at this time. Customer was able to upload to carelink after resetting the password. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.